Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine inspection that for cs100 intra-aortic balloon pump (iabp) the safety disk test could not be performed and the negative pressure of the air compressor was lower than the specified range. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported during the routine inspection of the equipment, it was found that the compressor pressure was low and the safety disk could not be tested. The maintenance kit and safety disk needed to be replaced. After the replacement of maintenance kit and safety disk, the equipment was functionally tested according to the factory's specified requirements. After the test, it met the factory's specified requirements and was delivered for use.